Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported while using the infusion sets the first one out of the pack worked fine until the 3rd day when her blood glucose readings started going up to the 300's mg/dl. Pt stated that is normal for her on the 3rd day and indicated its time to change the infusion site. Pt reported she inserted the 2nd infusion set and bolused 25.0 units of insulin for the elevated readings. Pt stated she waited an hour and tested her readings but they were still elevated so she bolused again. Pt reported she waited another 2 hours and then tested and again her readings were elevated. Pt stated she bolused another 25.0 units of insulin waited another 2 hours and tested and her readings still remained elevated. Pt's target blood glucose range is below 120 mg/dl. Pt reported that's when she noticed a knot in her stomach. Pt stated she removed the infusion headset and then switched to a different type of infusion set. Pt reported her readings have been fine. Pt stated the infusion site was red and there was swelling around it. Pt reported the area has turned into a knot and an abscess and she is thinking she is going to have to get it treated by her doctor. Pt stated it is painful to the touch at times. Pt reported she had no difficulties inserting the infusion site and there are no leaks of insulin at the site. Pt stated insulin just pooled under her skin. Pt inserts the infusion sets manually. Pt disposed of the alleged infusion sets. On call back on (B)(6) 2011 pt reported she had one of the infected abscesses lanced by her doctor and then it was packed with sterile gauze. No product return was requested.